Event description:
It was reported that integrated programmer touch panel did not work when was started up in the operation room to be used in an operation. Also tried to connect to a power strip that was also connected to an electrical ground and started up but the touch screen could not be used. The programmer was returned for repair. There was no patient involvement reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's logfile, and benchtop testing was unable to reproduce the behavior.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's logfile, and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that integrated programmer touch panel did not work when was started up in the operation room to be used in an operation. Also tried to connect to a power strip that was also connected to an electrical ground and started up but the touch screen could not be used. The programmer was returned for repair. There was no patient involvement reported.